Event description:
It was reported that during a lap sleeve gastrectomy procedure, the surgeon was operating, not a redo case. After two good firings of the 45mm endocutter with green reloads, the nurse opened the device, and put a green reload in the jaws, apparently in an appropriate way. The surgeon closed it on the stomach, still in the area of the antrum of the stomach, and waited for about thirty sec. The first squeeze of the handle felt ok, without a certain noise and with no excessive force. In the second squeeze (still the first firing) he felt as if the stapler is not on a tissue, with no rejection force at all. The same with the third firing. When opening the jaws, a few proximal staples were closed, but then there was unclosed staples, and in the mid part there was an opened stomach tissue, with no staples at all. In the distal part there was no staples or cut line. The surgeon used a different device to continue the surgery and fix the damage, also by over-sewing that part. A methylene blue test was performed with no leak detected, the post-op was regular, and the patient was hospitalized for an extra day for safety, released on monday (B) (6) 2009 without any suspicious symptoms.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that one ec60 device was returned with the anvil bent upwards and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and cartridge reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. While no conclusion could be reached as to how the anvil became damaged; it is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.